Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: a review of the black box showed frequent low battery warnings, and a short battery life. The pump electrical current draws were high. The continuous glucose monitoring board was disconnected from the pump and the current draws returned to normal. No damage was found to the continuous glucose monitoring board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.